Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's computer was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not start up due to file corruption. There is no report of patient injury.